Event description:
Invalid result (s). Emed stated, "the proctor reviewed the test procedure with the test taker and confirmed critical steps. When interpreting the test results, no visible lines were returned causing the result to be invalid.